Event description:
The patient contacted animas on (B)(6) 2012 stating that all the keypad buttons would intermittently scroll through multiple screens when pressed. The patient denied damage to the keypad and denied trauma or water exposure to the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: 09/15/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings:during a visual inspection of the keypad, it was noted that it was torn at the contrast button. All of the buttons on the keypad were intermittently responsive. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the original complaint, the pump was powered on and it was noted that the display was dim and discolored. Also unrelated to the original complaint, it was noted that the battery compartment was cracked below the pad and on the threads above the pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)